Manufacturer narrative:
On september 23 2020, mentor became aware that mistakenly not reported in the initial report that patient had prior adverse event which was reported in manufacturer report number:1645337-2020-11845. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/ or reoperation: deflation. (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced unknown side deflation post procedure. As a result patient had bilateral replacements as follow: left- cat #: 3543007 mc, sn #: (B)(4), right- cat #: 3543007mc, sn #: (B)(4) on (B)(6) 2013.